Event description:
The customer contact reported the device did not deliver a dose when the button on the pt bolus cord is pressed. During testing at the user facility, the bolus connector on the device was not making contact with the bolus cord. The bolus cord did not deliver a dose when the button is pressed. There were no reports of any adverse pt events or delays in critical therapy while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).